Event description:
During a procedure when the guide wire reached an ulcerous lesion, a small dissection was noted in the vessel. The dissection was treated by implanting a stent. It was reported that the pt was in good condition.